Event description:
It was reported that the pt showed good progress with his implant. On (B)(6) 2013, the pt fell in the hospital corridor and banged his head. After this, he was no longer able to hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.